Event description:
The rptr tested his blood glucose and result was 60 and 132 mg/dl. Rptr did not feel low symptoms and realized that he had used expired test strips. Rptr used new strips to perform a control solution test that were in range 126, 128 (90-132).